Event description:
Reportable based on device analysis completed on 13feb2026. It was reported that balloon leak occurred. The target lesion was located in the carotid. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. During inflation, it was noted that the balloon was leaking and could not be inflated. The device was exchanged and the procedure was completed. There were no patient complications as a result of this event. However, device analysis revealed that the balloon had a rupture.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis the sterling device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture and two kinks at 25cm and 32cm. Microscopic examination revealed that the balloon ruptured along the proximal marker band area. No other issues were identified during the product analysis. Labeling review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion boston scientific concludes the most probable root cause as unable to exclude device problem because although the device was returned and a rupture was confirmed, not enough information was able to be provided by the site to determine a more probable cause.